Event description:
Device report from synthes reports an event in xxxxx as follows: it was reported that on (B)(6) 2022, the patient underwent the orif surgery treating tibial shaft by lateral parapatellar approach. The surgeon used the specific insertion handle to insert a nail. The surgeon fixed proximal part of the nail at first, and then, started to drill at a distal static hole. The drill bit in question interfered with the nail when the surgeon was drilling at the distal static hole. Because the surgeon assumed that the tension of the insertion handle and the nail was applied in the varus direction against the stress of patellar tendon, the surgeon loosened the lock on the outer side of a drill sleeve and drilled again with controlling the direction of the drill sleeve not to occur interference. The surgeon could drill the distal static hole to the end successfully. The dynamic hole could also be drilled without interference between the drill bit and the nail because the surgeon drilled the dynamic hole by the drill bit maintaining the direction as he did when he drilled the static hole successfully. The surgery was completed successfully with almost no prolongation of operation time (within 30 minutes). The patient was reported as stable. This report involves one (1) 4.2mm three-fluted drill bit qc/330mm/100mm calib-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.